Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 programmer (s/n (B)(6)) revealed that the complaint was unable to be verified. Additional analysis found that a battery contact needed to be reseated. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they were having trouble charging their implant (ins). Pt said last week they were having trouble charging their ins, they were getting a message stating that the controller batteries needed to be replaced and their controller screen had also gone white/unresponsive. Pt said it was very painful walking yesterday because they couldn't get the controller to turn back on. Pt inspected the recharger (rtm), battery, and battery compartment; pt said the pins in the battery compartment looked even but not shiny while everything else looked good. Pt mentioned that when they were trying to charge last week, they could not get excellent recharging quality and it was taking forever to recharge the ins. Pt said when they tried connecting to charge today, the circle on the controller just kept going around and they could not get it connected. A replacement controller and rtm was sent out.